Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2017. Additional suspect medical device components involved in the event: product family: infinion 16 lead kit 50 cm, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16456786 / 16733722.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure. The explanted devices were not returned. No additional information could be obtained.